Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose due to under delivery on (B)(6) 2017 with blood glucose of 406 mg/dl and also received compromised force sensor alarm. The customer's current blood glucose was 253 mg/dl. The customer experienced symptoms such as getting disoriented and lethargic she couldn't keep her balance and was weak. The customer was treated with a pump. The customer was off the pump prior to hospitalization for less than 48 hours. The customer also states got the battery out limit and an unexpected restart alarm, had him clear those alarms out and then set the date and time on the pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.